Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An imp,tsv,4.7,13,mtx,mg was received for investigation. Visual inspection of the returned product identified a heavy coating of residue on the implant, as well as a fracture along the implant's collar. Pictures or x-ray images of the implant sites were not provided to evaluation the reported medical event. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (item # tsvmb10) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. Complainant reported that the implant platform/draining fistula. Infection and bone loss were noted. The fractured implant was removed. The reported bone loss/infection events are non-verifiable due to the nature of the event and lack of definitive evidence. However, the reported fracture event was observed and confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Lot number unknown / not provided. Implanted date unknown / not provided.

Event description:
It was reported that the implant fractured in the patient's mouth and that the patient had infection and bone loss as a result of the fracture. The implant was subsequently extracted.